Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. (B)(4). The service engineer inspected the device and replaced the liquid crystal display (lcd). Pse replaced liquid crystal display (lcd) have been replaced. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that when increasing the brightness a white color line appears. Here was no patient involvement.